Event description:
Boston scientific received information that this patient received inappropriate shocks two hours post operation. The field representative consulted wit technical services and noted that this was likely that the noise was air in the device header, as no noise was seen after the implant. Electrocardiogram strips were sent for review. Technical services discussed possible air bubbles as the source of the noise and inappropriate shock shortly after implant. The representative confirmed that all other measurements were good and no other episodes occurred. Further discussion regarding the implant technique was discussed. No adverse patient effects were reported.

Manufacturer narrative:
At this time the device remains implanted. Should additional information become available this investigation will be updated.